Event description:
It was reported the lead had thresholds of 7.5v and had dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, proximal conductor blood/body fluid (not obstructed), outer insulation breached cut, apparent explant damage. Full lead returned and analyzed.